Event description:
Hypoglycemic with loss of consciousness [hypoglycemic coma] a nurse reported that a patient who was using an innovo device with novolin n penfill insulin (long acting insulin) and an induo insulin device with novolin r penfill insulin (fast acting insulin) due to diabetes mellitus (type unknown), experienced hypoglycemia with loss of consciousness in 2003 (exact date unknown). On the morning of the event, the patient woke with a blood glucose of 82 mg/dl. Prior to breakfast, patient administered 45 units of novolin n penfill from the innovo device and 30 units of novolin r penfill from the induo device. The nurse reported that the patient did not mix the novolin n insulin in the device prior to the injection that morning. After administering the injections the patient began preparing the breakfast and while doing so patient experienced loss of consciousness due to hypoglycemia. The spouse called for an ambulance and while on the way to the emergency room, the paramedics tested patient blood glucose level, which was 29 mg/dl. Patient was given treatment for the event (treatment details unknown) in the emergency room and recovered that same day without requiring hospitalization. The patient thought the device administered too much insulin on the morning of the event.